Manufacturer narrative:
D5, d8: updated. H3 and h6 codes: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed an error code 1870, the device under delivered medication. The patient reported that two sets of batteries were tried, but the alarm could not be resolved. The pump alarmed after the first pull of medication. The patient¿s wife stated that he had been connected only a few hours prior. The pump was powered off before the end of the call. The event occurred while the device was in use with a patient at the patient¿s home. There was no patient harm.